Event description:
A tandem mobi cartridge alarm was reported by the caller, and cts confirmed cartridge alarm 35. There was no adverse impact to the customer's blood glucose level. The issue did not occur during the load process, and the caller had not previously reported cartridge alarms 30, 34, or 35 with this pump serial number. The pump was replaced in a malfunction case.